Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4). On (B)(6) 2010, the homechoice peritoneal dialysis patient was diagnosed with peritonitis manifested by abdominal pain, cloudy effluent and fever. The patient was hospitalized on (B)(6) 2010 for the peritonitis. According to the nurse, the cause of the peritonitis was a break in aseptic technique. On (B)(6) 2010, a peritoneal analysis and culture were performed. Antibiotic therapy was started. The peritonitis was ongoing and improved. The patient remains on peritoneal dialysis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.